Event description:
The pump was returned to animas for recurring loss of prime warnings. Pump evaluation revealed that the force sensor was out of calibration and the force sensor assembly was damaged. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed no evidence of lack of cartridge detection but revealed loss of prime warnings associated with low non-zero force. The pump was exercised for 24 hours without issues. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and the force sensor assembly was found to be physically damaged. Correction number: 2531779-03/24/2010-003-r.